Event description:
It was reported that near tip of the foley catheter was found to be slightly cut before use. Therefore, the user reinserted a new foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed as manufacturing related as the user experienced the reported event prior to using the product. Visual evaluation noted one photo sample received. Photo sample focuses on tip of catheter and small cut present on the side of the catheter. Therefore, product does not meet specifications according to inspection procedure which states "inspect for missing or incomplete funnel fill, poor gluing, damage or scratches." Although an exact root cause could not be determined a potential root cause could be inappropriate material handling (silicone catheters). The lot number is unknown; therefore, the device history record could not be reviewed. Labelling review is not required as labelling would not prevent the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the near tip of the foley catheter was found to be slightly cut before use. Therefore, the user reinserted a new foley catheter.